Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial and clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional and functional inspections were also performed. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial and clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional and functional inspections were also performed. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial and clear surgical residue/debris on product. Visual inspection found the haptic bent. Dimensional and functional inspections were also performed. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 implantable collamer lens, 6.5/+2.5/91 diopter, in the patient's right eye (od) on (B)(6) 2017. The patient experienced refractive surprise, and lens rotation. On (B)(6) 2017 the lens was repositioned, the surgeon commented the lens outcome was good after the surgery until (B)(6) 2017, the lens did rotate again. As of the day of MDR submission, the lens remains implanted. The customer also mentioned that the doctor planned to explant, and exchange the lens with another manufacturer's lens.